Manufacturer narrative:
The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated via phone call that the customer was using automode at the time of the call.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to gastroparesis on (B)(6) 2018 with blood glucose of 0 mg/dl at the time of the incident. The customer also had a cardiac arrest while on the pump. The customer was at 168 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the pump was malfunctioning after not being used for a couple of weeks. The customer also had a power loss alarm on the pump history. Troubleshooting was not completed as the pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm noted during testing or in the insulin pump trace download. (B)(4).